Manufacturer narrative:
The serial number of the customer's cobas pure c 303 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable triglycerides results from an unspecified number of patient samples tested on the cobas pure c 303 analytical unit. The reporter stated they were rerunning patient samples with elevated triglyceride results. The reporter was able to provide one patient sample with discrepant results: on (B)(6) 2024: the initial result was 315 mg/dl. On (B)(6) 2024: the repeat result was 163 or 170 mg/dl. The initial result was not reported outside of the laboratory. The reporter does not consider any of the results correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The customer replaced the patient sample tubes with gel separators, as the gel was not retracting completely, which caused filament formation in the serum and walls of the tubes. However, abnormal aspiration alarms persisted in the alarm trace. During the field service engineer's (fse) initial service visit, he inspected the analyzer and found dirt in the connector and filter of the black bottle. He cleaned this part, the sample probe, the incubation bath, and the system. The issue was not resolved. During the fse's follow-up visits, he cleaned the dirty filter and connector of the black water canister in the sample supply unit and performed an unsuccessful hardware check. He then performed weekly maintenance; the assay precision check was successful. He also decontaminated the degasser and the main water pump of the analyzer. The customer replaced their centrifuge machine and performed patient runs with acceptable results. The cause of the event could not be determined. The investigation determined that the service actions resolved the issue.